Event description:
Reportedly, during patient use, the touchscreen was unresponsive and a white screen was present, with no data displayed. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).